Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. The cca was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the alleged issue begun, the patient claimed he felt a symptom of sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.